Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. The customer did not have a backup insulin delivery method available and planned to consult with a healthcare professional. Tandem technical support confirmed that the pump was still under warranty and arranged for a replacement pump to be sent. Instructions were provided for the customer to place the malfunctioning pump into storage mode and return it with a pre-paid shipping label within ten days.